Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Left knee effusion [joint effusion]. Case description: spontaneous case was received on (B)(6) 2013 from a health care professional regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided) in left knee. The lot number for synvisc was not provided. On an unspecified date, two days after initiation of treatment with synvisc, the pt was taken to the emergency room. It was reported that the hospital ruled out deep vein thrombosis and the pt's sedimentation rate was normal. On an unspecified date, the pt returned to the clinic and the physician aspirated 60 ml of fluid from the left knee of pt. The action taken with synvisc treatment was not provided. The pt recovered from the event. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the causal relationship between synvisc and the event.